Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely after 4 days of wear. The customer indicated that they experienced an adverse event that required third-party medical treatment; however, no further information is available and attempts to contact the customer have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely after 4 days of wear. The customer indicated that they experienced an adverse event that required third-party medical treatment; however, no further information is available and attempts to contact the customer have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.